Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented a b30 error message. The event occurred during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see correction to d8, and updates to h2, h6, and h11. The device was not returned to olympus for inspection; therefore, the reportable malfunction could not be confirmed. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
There's no new information provided by the customer.